Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation following a fall. X-rays revealed the lead is tilted and not making contact with dura. Further, CT scan is requested and surgical intervention may be taken at a later date to address the issue.